Manufacturer narrative:
\The device evaluation is not yet complete. A follow-up report will be submitted when the evaluation is complete. This device was previously reported for malfunction under report number 3023750-2014-00032.

Event description:
The customer reported that their acuity central station locked up, resulting in loss of centralized monitoring. Engineering evaluation of acuity log files point to hard disk drive failure. The cpu was exchanged and it is currently in the process of being returned to welch allyn for evaluation. There was no report of any patient harm as a result of the reported event. Note 1: the customer did not provide any patient information.